Event description:
In 2006, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. On an unk date, the pt presented with a persistant type ii endoleak from the inferior mesenteric artery. In 2007, a reintervention occurred to repair the type ii endoleak. No further info was rec'd in regards to this event.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs.